Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed.as per part investigation, it was determined that fluid ingress on the assy comm sled-m4. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 03-aug-2023, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue.the reported condition of all drawers failed when the station rebooted was confirmed by bd fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4): bd fse found the station having intermittent drawer failures after every reboot. Bd fse replaced the assy comm sled-m4. The device was then tested via hardware test application and operated as intended. During dchu visual inspection: pn 353372-21: signs of fluid ingress were observed along the assy comm sled-m4 pcbas. During dchu testing: pn 353372-21: as the issue was visually confirmed within external inspection, further functional testing was deemed unnecessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).root cause: the root cause was attributed to fluid ingress on the returned assy comm sled-m4.